Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, the reported failure "device not switching on" was confirmed but the reported failure "when trying to turn on noise coming" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power supply unit failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: [device not switching on] occurred due to [power supply unit failure]. The most probable cause of the complaint "device not switching on" was cause traced to component failure. The most probable cause of the complaint "when trying to turn on noise coming" was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not switch on and when trying to turn on, noise coming. The issue occurred during set up and inspection for use, before patient in the room. There were no reports of patient involvement.